Event description:
During prep, the connector of the trufill dcs syringe ii was found damaged and leakage was noted. The procedure was completed using other new syringe without any patient injury. The procedure was coil embolization of an unknown target vessel. There were no information about vessel's characteristics and patient. The product was new, and the product was stored per labeling instructions. Prior to removal, no damage was noticed on the device or inner/outer package. Other than the reported event, no other damages were noticed on the device.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During prep, the connector of the trufill dcs syringe ii was found damaged and leakage was noted. The procedure was completed using other new syringe without any patient injury. The procedure was coil embolization of an unknown target vessel. The product was new, and the product was stored per labeling instructions. Prior to removal, no damage was noticed on the device or inner/outer package. Other than the reported event, no other damages were noticed on the device. The complaint device was tested per procedure by atrion. The device was connected to a test apparatus, brought to full pressure and the connector inspected for leaks; no leaks were found. All manufacturing specifications were met. A review of the device history record for the complaint lot indicated the device was manufactured under normal operating conditions. The lot was sampled, inspected and accepted per specification. The reported complaints by the customer as luer lock connector damaged and leakage were not confirmed since during visual and functional test no anomalies were found. The device met all manufacturing specifications. It was reported that the procedure was completed with a new syringe. Although no conclusion can be made regarding the root cause, it appears that procedural use contributed to the event. Therefore, no corrective actions will be taken.